Event description:
Implant didn't achieve osseointegration, primary stability was achieved, smoker, simultaneous bone augmentation, infection, pain, inflammation. Wound healing disorder due to torn open wound - possibly too much lip pull.